Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Connection issues with the ventricular lead were reported during the implant procedure. It was reported that the set-screw was fixed to the tip of the screwdriver. Another pacemaker was subsequently implanted instead.